Event description:
It was reported through a remote transmission that the device was exhibiting episodes of inappropriate auto-mode switching due to far r-wave oversensing on the atrial channel. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
(B)(4).